Event description:
It was reported that the catheter placed (B)(6) 2025 and the catheter burst, when patient went to check in rr it shot out, ended up in the emergency room. Date of event 10aug2025. Emergency room doctor placed another catheter; there was a blood clot that developed patient noticed there was something wrong when there was no urine coming out. Date of event for 2nd catheter (B)(6) 2025 went to another emergency room when they removed the 2nd cath there were blood clots coming out. The emergency room doctor placed another cath, it was there for an almost a month until follow up with uro doctor (B)(6) 2025, in office the registered nurse removed deflated the ballon removed the catheter at which point whatever healing took place on bladder, ruptured and pt began to excessive bleeding. Registered nurse got the doctor and some additional staff to get the bleeding under control. At which point another catheter was placed. Patient went to the emergency again on (B)(6) 2025 and the doctor who saw them discovered that there was a yeast blockage upon switching out the catheter prescribed fluconizole (diflucan), patient was reporting that urine was flowing and clear. Per customer follow up information received via email on 14nov2025, it was reported that the patient of a urologist in texas. They stated that in the thirty-eight years of practice that they had never had a patient have a catheter ballon burst. So, they did not know that it should be reported. They read online that the company needs to know of the failure, so they contacted bard. They have the catheter with the failed ballon and could send it to them. The number on the catheter was 165816, a bardex 16. The impact of the burst ballon has been given in the paragraph below describing the consequent emergency room visits and md visit. They were not sure that any troubleshooting was involved, for no one could see or measure what was going on inside their bladder. Again, the paragraph from the contact person seems to have the details that are pertinent. The fact of pain and the trauma to their enlarged prostate are not mentioned. Their psa numbers should be lowering quite steadily but were still remaining high.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warnings: - on catheter, do not use ointments or lubricants having a petroleum base. They will damage catheter and may cause balloon to burst. Precautions: - do not use device if package is opened or damaged. - do not aspirate urine through drainage funnel wall. - should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Instructions for use: - visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Insertion: 7. Inflate the balloon with pre filled water syringe if included. A. If pre filled syringe is not included, then use a slip tip and luer lock syringe to fill catheter balloon with sterile water. Do not use needle. B. Do not exceed recommended capacities as stated on the applicable labeling. A DHR could not be performed since lot number provided was invalid. No additional actions can be taken at this time. Correction: a. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter placed (B)(6) 2025 and the catheter burst, when patient went to check in rr it shot out, ended up in the emergency room. Date of event 10aug2025. Emergency room doctor placed another catheter; there was a blood clot that developed patient noticed there was something wrong when there was no urine coming out. Date of event for 2nd catheter (B)(6) 2025 went to another emergency room when they removed the 2nd cath there were blood clots coming out. The emergency room doctor placed another cath, it was there for an almost a month until follow up with uro doctor (B)(6) 2025, in office the registered nurse removed deflated the balloon removed the catheter at which point whatever healing took place on bladder, ruptured and pt began to excessive bleeding. Registered nurse got the dr and some additional staff to get the bleeding under control. At which point another catheter was placed. Patient went to the emergency again on (B)(6) 2025 and the dr who saw them discovered that there was a yeast blockage upon switching out the catheter prescribed fluconizole(diflucan), patient was reporting that urine was flowing and clear.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.